Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was a strong leak in the biopsy channel. The distal end had minor scratches and a small chip in pink rubber. The bending section cover glue was cracked. Image guide breakage after aeration. The ultrasound image had broken two elements. Switch was not functional due to fluid. The control body had fluid. Scope connector has fluid. The ultrasound connector had fluid. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchofibervideoscope had no image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the corrections to the initial MDR and the results of the legal manufacturer's final investigation. Correction to h10: the customer reported issue was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over thirteen (13) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction could not be identified as the reported issue was not reproduced. Olympus will continue to monitor field performance for this device.